Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical services on 1/13/10 states that on latitude noted isolated spike of atrial lead impedance in latitude. Occured first part of january. Reports has seen this occurrence with 1688tc in other patients with them same lead has seen the same thing, or more all other lead diagnostics are nml reports unable to elicit noise on atrial r/s ts advised monitoring for further high atrial pacing lead impedance. Did pocket manipulation along with other testing and was not able to recreate anything, thresholds and sensing are fine too. Discussed that we are not sure if there is an intermittent issue perhaps with the lead, connection or the impedance test perhaps, rep said they are having issues with the st. Jude 1688 leads, device is currently working fine now though. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).